Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to unknown reason. Additional information requested.

Manufacturer narrative:
A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4)